Event description:
It was reported that the device withheld detections for stability even though it was a wide complex ventricular tachycardia episode. The device withheld detections for 5 to 6 seconds on a couple different episodes then finally detected and delivered. The stability was turned off and the device remained in use. It was further reported that the device was later explanted and replaced for another reason. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device withheld detections for stability even though it was a wide complex ventricular tachycardia episode. The device withheld detections for 5 to 6 seconds on a couple different episodes then finally detected and delivered. The stability was turned off and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.